Event description:
A high blood glucose level was reported with the exact value unknown, as it was displayed as "high" on the cgm. Reportedly, the customer was using off label insulin. Tandem technical support educated the customer on approved insulins for the pump. The customer performed a correction bolus using the pump and was advised to inspect the infusion site to avoid areas prone to temporary blockages. The bg level was reported to be decreasing. The customer was instructed to continue monitoring and to call back if the issue persisted.